Event description:
On (B)(6) 2013, the reporter contacted aimas and alleged the following: patient was in a motor vehicle accident on (B)(6) 2013. Patient changed out her site later and could not get the pump to work at all. Reporter did not have pump in hand to trouble shoot, states patient is in the hospital and has a defective pump. Reporter was requesting assistance with the pump. Customer service was unable to obtain further history as reporter disconnected the call due to cell phone reception issues. This complaint is being reported due to the allegation of a defective pump, and because there is insufficient information to determine if the alleged defect may have caused or contributed to the motor vehicle accident or to the hospitalization.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.